Event description:
It was reported that the collimator coned down and the system continued to fluoro after the foot pedal was released. The system was being used in a veterinary hospital and the patient was a dog. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, but could not duplicate the reported failure. Ge rep replaced the ffb and gib boards as preventative measure. System operates as intended.